Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 16.8 mmol/l at the time of the incident. The customer stated their o-ring comes off on top of their reservoir. The customer states the infusion set nor the reservoir show signs of damage. The customer states however that the pump does show signs of physical damage. The customer was advised the pump will need to be replaced and was advised to discontinue use of the pump and revert to backup plan per healthcare professional's instructions. The insulin pump will not be returned for analysis.